Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2019 . Evaluation of the returned instrument shows that the jaws are loose and misaligned in the closed position and the jaw pivot pin is slightly pushed into one side of the outer tube assembly. After the initial evaluation this instrument was dis-assembled, and it was found that the two fingers of the drive rod (n00185) that actuates the jaws are damaged which would make the jaws misaligned upon closure. We are able to validate this complaint. We are unable to determine what caused the tips of this device to be loose and misaligned and for the jaw pivot pin to be slightly pushed into one side of the outer tube assembly and for the fingers of the drive rod to become damaged but mishandling of this device at the end users facility is suspected. All (B)(4) instruments from this lot were (B)(4) visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier got deformed during use. Therefore, a new unit was used instead. The applier was purchased by the hospital within 6 months.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier got deformed during use. Therefore, a new unit was used instead. The applier was purchased by the hospital within 6 months.